Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Poly liner impacted, when surgeon was doing trial reduction, trunnion knocked poly liner out.

Manufacturer narrative:
An event regarding seating/locking issue involving a trident liner was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as the device was not returned. Medical records received and evaluation: no medical records were received for review with a clinical consultant. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusions: there were no manufacturing issues noted during the DHR review and all devices was found to be dimensionally compliant. However, the exact cause of the event cannot be determined based on the information provided. Further information such as return of the device, the details of the shell and the operative report are needed to complete the investigation for determining root cause. No further investigation is possible at this time as insufficient information was received. If additional information and/or the device becomes available the investigation will be reopened.

Event description:
Poly liner impacted, when surgeon was doing trial reduction, trunnion knocked poly liner out.